Event description:
Patient came to hospital for declotting of goretex graft and placement of subclavian catheter. Patient placed on hemodialysis machine at 11:00 p.m. On 4-18-97 for ultrafiltration. Approximately 1.5 hours into treatment, nurse began to discontinue treatment and was rinsing blood back. Patient sat up and stated there was air in the lines. Blood flow pump immediately turned off and patient positioned on left side. Patient sat up again and fell back, unresponsive. "Code" was called. Emergency room staff was called and e.r. Staff responded to code. Patient expired. Foam (air) detector was noted not to have been armed.